Event description:
Pt received an ov injection and had a severe reaction including stomach pain, nausea, and vomiting approx 4-5 hours after the injection. Pt was admitted to the ER the following day, and released after an IV treatment. Pt had egg allergies as well as ceclor allergy.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.